Manufacturer narrative:
The product was not returned for analysis. Complaint and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following the intraocular implant procedure, the patient experienced blurry visual acuity and ghosting images when reading. The iol was exchanged in a secondary procedure. Clinical reason for the explant was residual astigmatism. There are two medical device reports associated with this event. This report is associated with the one of the eye. Additional information has been requested.